Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged resulting in loss of capture. Attempts to reposition the lead were unsuccessful as the lead would not capture. As a result, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned with the stylet stuck inside the lead. There were cuts in the insulation and dried blood noted in the lumen past the helix housing. The technician was unable to verify electrical continuity on the cathode coil due to the stylet being stuck. A x-ray confirmed no fractures. The anode coil was confirmed to be electrically continuous. The clinical observations were not confirmed.